Event description:
Account reports incidents on one particular neonate in which tpn is infused with a rash developing over the neonates body 15-20 minutes after the initial infusion has begun, becomes "extremely red" for 1-2 hours then rash fades on own without any medical intervention required. Reporter stated the neonate has been using this set-up since birth, with the rash beginning to occur 3-5 days after birth and the neonate now being 1 month old. Reporter stated they utilize ivac tubing also, however, they have removed and re-introducted various tubings and infusions, and the only time the rash occurs is when the reported product is utilized with tpn. Reporter did add that if they flush the line with normal saline first then add the tpn, the rash does not occur. Reporter stated that no respiratory distress is noted to neonate being on ventilator.

Event description:
Accounts reports incidents on one particular neonate in which tpn is infused with a rash developing over the neonates body 15-20 minutes after the initial infusion has begun, becomes "extermely red" for 1-2 hours then rash fades on own without any medical interention requried. Rptr stated the neonate has been using this set-up since birth, with the rash beginning to occur 3-5 days after birth and the neonate now being 1 month old. Rptr stated they utilize ivac tubing also, however, they have removed and re-introduced various tubings and infusions, and the only time the rash occurs is when the reported product is utilized with tpn. Rptr did add that if they flush the line with normal saline first then add the tpn, the rash does not occur. Rptr states that no respiratory distress is noted due to neonate being on ventilator.